Manufacturer narrative:
(B)(4). We are currently in the process of obtaining more information from the customer to determine if f&p's product caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the manometer of an rd900 neopuff infant resuscitator was not working properly. There was no reported patient involvement.

Manufacturer narrative:
Ps298094 method: the complaint neopuff was not returned to fisher & paykel healthcare for evaluation, and no further information was received from the customer. Our investigation is based on the customer's initial description of events. The customer has stated that the neopuff unit's manometer needle was moving a lot and was defective. Results: due to the complex nature of this device, there are several possible failures that could manifest themselves into the stated event description. Conclusion: without the complaint device it is not possible to draw any reasonable conclusions about the device failure. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "- dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A hospital in massachusetts reported that the manometer of an rd900 neopuff infant resuscitator was not working properly. There was no reported patient involvement.